Manufacturer narrative:
The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
It is alleged a fire occurred in a home where the lift chair was present.